Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Technical services was consulted and suggested decreasing the sensitivity or going to an asynchronous mode with rate higher that intrinsic to avoid any additional pauses. The sr will speak with the patient's physician regarding programming changes.

Event description:
New information was received that this device was explanted due to infection.

Event description:
Boston scientific received information that this patient was in the hospital for non device related issues, when a boston scientific sales representative (sr) was called to interrogate as pacing inhibition was noted on telemetry for greater than 3 seconds of asystole. The patient also exhibited rising impedances on the non boston scientific lead.